Event description:
An event on an unspecified date involving a microclave¿ clear neutral connector experienced no flow during infusion. It was reported that picu had the same problems with the microclave connectors over the weekend which is plunger within the connector gets stuck down inside and will not allow flow. PICC team placed line. The faulty occurred during infusion or while in use with a patient. Device is unknown available for investigation. There was a patient involvement and unknown harm.

Manufacturer narrative:
Initial reporter phone number with extention: (B)(6) the device has not been returned and the investigation remains incomplete. Upon receiving the device and completing an investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
The complaint of silicone sleeve stuck down on item mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was performed and non-conformities were found that would have led to the reported condition on the complaint.